Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was serviced for preventive maintenance at the customer site. The console was powered on and displayed a mid09 (air trap assembly) error message. The console was further inspected and upon disassembly, found a damaged airtrap sensor block. This observed issue caused the mid09 error message. The issue was resolved after replacement of the airtrap sensor block. The console was functionally tested and passed all final testing criteria without any further issue observed.

Event description:
The thermogard console (sn (B)(4)) was serviced at the customer site for preventive maintenance. As part of routine service, the device was functionally tested and displayed a mid09 (air trap assembly) error message.